Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion with moderate tortuosity, mild calcification and 80% stenosis in the mid illiac artery. The devices were prepped following the instruction for use (IFU). The introducer sheath was inserted and an omnilink elite was advanced; however, there was high friction through the whole length of the sheath and some resistance with the patient's anatomy. The omnilink elite was not able to be placed at an optimal position and during the attempt to withdraw the device, the device was not able to be removed through the sheath. There was concern losing the mounted stent from the delivery system, so the stent was deployed at the target lesion, but for optimal treatment, it could have been a little bit more proximal. There was no need for another stent to be implanted. Overall, the intervention was ended with good results. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The reported difficulties appear to be due to operational context/user related. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.